Event description:
Fhc sales representative reported to fhc an incident in (B)(6) where the microtargeting platform, microtargeting electrodes and insertion tubes were used to perform dbs surgery. The surgeon decided to abort the surgery as hemorrhaging was observed. The CT scan taken after the surgery showed a hemorrhage in the left hemisphere of the patient's brain.

Manufacturer narrative:
The microtargeting platform, microtargeting electrodes and insertion tubes are single use devices used in microelectrode recording (mer) procedure with a known adverse event of hemorrhage. It is a function of brain surgery and is inherent to its use. The surgeon notes that this hemorrhage is not related to the functional ability of the devices used in the incident.